Manufacturer narrative:
Damage to the coating on the coil may have possibly been due to over-heating. The instructions for use (IFU) cautions failure to compress the vein over the full length of the heating element may result in inconsistent effectiveness and/or possible catheter damage.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Customer states there was charring on the tip of the closurefast catheter, and it appears that the catheter tip has melted.investigation showed on (B)(6) 2014, a kinked catheter shaft and fep damage with charred /melted tip.